Event description:
During a ptca/stenting treatment procedure, inflation difficulties were encountered. The lesion being treated was a 90% stenotic lesion in the posterior descending right coronary artery. The physician used an acs balance guidewire, a carry jr4 guide catheter and a prestige magna 2.5/20 mm balloon catheter to place a penta 3.0/18 mm stent at the lesion site. After stenting, it was noted that the blood vessel was perforated. The physician planned to use the surpass 20/2.5 mm perfusion catheter for hemostasis, but the balloon leaked during attempts to inflate it prior to insertion into the pt's body. The device was therefore never used in the procedure. Instead, the physician used a prestige magna 2.5/20 mm balloon to treat the dissection and the procedure was successfully completed. No pt injuries or complications related to the surpass catheter were reported.